Event description:
Adverse event: delay (no code available). Product problem: "system message displayed during case" (device displays error message). A nurse reported that during the phaco portion of the surgery, a system message was displayed. The system was rebooted and the case was completed. No patient impact was reported.

Manufacturer narrative:
The customer's complaint history was reviewed; no additional related reports for this system. No samples were returned for evaluation and root cause analysis. A root cause for the reported system message 2301 is unknown and cannot be determined because no sample was returned for evaluation and steps could not be taken to replicate the reported issue. The fans staying on for 4 minutes was a result of the system message 2301. Quality assurance will monitor related complaints and will take action for further occurences as necessary. (B) (4). (B) (4). (B) (4).